Event description:
It was reported that the patient presented to the clinic in (B)(6) 2024 with an alert for non-sustained right ventricular oversensing. The alert was caused by a brief episode of noise on the right ventricular lead. Programming changes were completed on (B)(6) 2025, and no further episodes of noise were observed on this lead. The patient was reported to be doing fine. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"